Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was turning off intermittently and was able to be turned on again. The patent underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced for an updated model. Therapy was resumed and issue has been resolved.